Event description:
During a tibial nailing, the drill bit broke off after coming into contact with the nail. The surgeon was not able to retrieve the tip of the drill bit and left it lodged in the bone.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and not implanted. Synthes is unable to determine the manufacturing site or date without the lot number. No investigation could be performed, no conclusion drawn, as no device was returned.